Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, alarms are not working, which was reproduced and confirmed during evaluation. Evaluation experienced the no audio condition on all volume/tone settings. Evaluation also induced several alarms on the pump and the unit had no audio. The speaker impedance was out of specification. The rear case, including the failed speaker, was replaced.

Event description:
It was reported that a spectrum pump's "alarms are not working." It was also reported there was no patient injury.